Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted electrocautery marks on the front of the case. There was a disturbance in the over mold above the rf antenna. The header is cracked around the feed thru area and there is evidence of electrical overstress. Product testing noted the device had no telemetry and no tones were emitted when a magnet was applied. The device case was removed to facilitate further analysis. Internal visual inspection noted electrical overstress damage to the high voltage capacitor flex circuit. The voltage of the device battery was observed to be at 0.362 volts. The flash drive of the device was removed from the hybrid and placed on a system board. The system board was then powered up and a normal current drain was observed. A cross-section inspection of the header found a void in the insulative material at the feedthrough exposing the case and the antenna wire. Analysis confirmed the reported clinical observations. Based on the electrical overstress damage identified during inspection of the device exterior and interior, engineers concluded that this device experienced a short within the header that subsequently damaged both the header wires and the high voltage capacitor flex circuit. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that remote interrogation of this device was unsuccessful. Magnet application did not elicit any device tones. A device replacement procedure was performed due to suspected premature battery depletion. No additional adverse patient effects were reported.